Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn damage to the green contact strips of the transmitter's prongs. Burnt components on the main pcb and inner casings of the alternating current (ac) power adapter were also observed. Burnt modem circuit components and damage to the u-14 chip were observed on the main pcb. The inner housing of the transmitter also exhibited a burn mark.

Event description:
This report is to advise of an event observed during analysis.